Manufacturer narrative:
Become aware date: (B)(6) 2016. The customer reported replacing the blower assembly to address this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the vent inop; blower stalled. Patient involvement is unknown.